Manufacturer narrative:
This is initial/final MDR report being submitted with associated MFR# 1226348-2017-00044 and 1226348-2017-00045. (B)(4); lot unavailable. Expiration date unavailable; lot unknown. Concomitant medical products: 7 french introducer sheath; 6 french introducer sheath; sim2 glide catheter; 38 exchange wire; 6f chaperon catheter; 5f diagnostic catheter; 35 glidewire; 7f cook shuttle; penumbra 068 catheter; marksman catheter; traxcess microwire; ; axium 3d coil, microplex 10 hypersoft 2 mm x 3 cm coil. Manufacturing date unavailable; lot unknown. No sterile lot numbers were provided, thus no DHR could be performed. The stents remain implanted and are unavailable for analysis. Headache is known potential adverse event associated with the use of the enterprise stent device and is listed in the IFU as such. Although there is not product specific information available, all products undergo a 100% inspection prior to being released for sale; there is no evidence of a manufacturing issue related to this complaint. Review of the available information suggests that the underlying migraine headache disorder, stent/coil mass burden and medication regimen may have all contributed to the reported events. No further actions are needed at this time.

Event description:
It was reported by a healthcare professional that post implantation of the enterprise stent patient presented with headache . The patient had a history of chronic headaches and was found to incidentally have an unruptured anterior communicating artery aneurysm. Patient electively underwent coiling of the aneurysm on (B)(6) 2016. Competitor¿s coils were used to the coil the aneurysm. The left internal carotid artery dissection was stented with 2 overlapping enterprise stents (enf403012 and enf402300) and the right petrous ica dissection was not flow limiting and was not stented. Patient was discharged on aspirin and plavix. Post-operatively during follow-up visit on (B)(6) 2016 patient complained of an increasing right-sided headache with visual changes. It was confirmed that there was no papilledema or any optic nerve ischemia, but she had floaters in her visual field. Imaging on (B)(6) 2016 showed that the coil mass was maintained with the sac and the bilateral a1 and a2 were patent. The left distal ica containing the 2 stents were also patent. Patient received a greater occipital nerve block for the headache on (B)(6) 2016. Mra imaging on (B)(6) 2016 showed that the left carotid artery where the two stents were placed was widely patent and the anterior communicating artery remained patent. There was no stenosis, residual/recurrent aneurysm, occlusion or dissection in the intracranial arteries. The physician commented that the post-procedure headache may have been caused one of several factors and it is ¿far more likely¿ that the placement of the enterprise stent decreased the possibility of complication as opposed to creating any problems.